Event description:
Procedure: urogynecological. According to the reporter: the pt's attorney alleged a deficiency against the device. Product was used for therapeutic treatment. Bard composix kugel hernia patch (davol) and salute short 18cm sterile implant cartridge, 30 q-ring (davol) were reported to be used/implanted during this procedure.

Manufacturer narrative:
(B)(4). Covidien is submitting this report on behalf of (B)(4), (importer).